Event description:
During an in clinic follow-up, noise resulting in oversensing and inappropriate mode switching was observed on the right ventricular (rv) lead. No intervention has been performed to resolve the event at this time. The patient was in stable condition and will continue to be monitored.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
Additional information received indicated the right ventricular lead was capped and replaced to resolve the event. The patient was in stable condition.